Event description:
Upon receipt of additional information, patella was not revised during revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, patella was not revised during revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). D10 - medical product: stemmed nonaugmentable tibial component catalog # 00598603702 lot # j6828787. Femoral component catalog # 00576401652 lot # 65094531. Articular surface catalog # 00596403214 lot # 64556162. Articular surface size ef 12 mm height "use with plate 3 catalog # 00596403212 lot # 64956499. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and swelling in knee post implantation. No more information is available.